Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and passed. The receiver will boot and charge. The download log showed : unexpected power "rttloss" observed on incident date (B)(6) 17. Performed global receiver test: passed all relevant testing. Case opened for battery and interior inspection: defective battery, cold (cracked) solder on ic pins. The complaint was confirmed for receiver ceases to function due to defective battery, cold solder on battery ic pins causing receiver intermittent loss power. The reported event that the receiver ceased to function was confirmed. The root cause was defective battery.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.